Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion for sterilization with hydrothermal ablation to address". The patient's medical history included bunionectomy. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included nephrolithiasis, chronic anemia, migraine and body mass index normal. Concomitant products included iron from 2011 to 2012 for hormonal imbalance as well as levoglutamide (glutamin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: had to start hormone replacement therapy"). In 2012, the patient experienced pelvic pain ("pain / lower pelvic pain it is worse when lying on side to sleep or when exercising and will get sharp pain the lower pelvic areas and it pinches often"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), contusion ("rashes or skin conditions type: bruising abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"), abdominal pain upper ("upper right abdomen pain") and uterine enlargement ("other injury(ies) or complication (s) please describe: uterus enlarged") and was found to have leiomyoma ("tumor / teratoma / cancer type: myoma"), weight increased ("weight gain") and benign neoplasm ("other injury(ies) or complication (s) please describe: adenomyomatosis"). The patient was treated with surgery (hydrothermal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, contusion, dyspareunia, leiomyoma, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, ovarian cyst, benign neoplasm, abdominal pain upper and uterine enlargement outcome was unknown. The reporter considered abdominal pain upper, benign neoplasm, contusion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, leiomyoma, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as mentioned previously 2011. Current weight 160 lbs. Essure rings were advanced into the tubal ostia bilaterally and deployed. Hysterosalpingogram (hsg) done post essure insertion showed total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, cramping, pain, abnormal heavy bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion for sterilization with hydrothermal ablation to address". The patient's medical history included bunionectomy. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included nephrolithiasis, chronic anemia, migraine and body mass index normal. Concomitant products included iron from 2011 to 2012 for hormonal imbalance as well as botulinum toxin type a (botox) and levoglutamide (glutamin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: had to start hormone replacement therapy"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menopause ("perimenopause") and loss of libido ("zero libido"). In 2012, the patient experienced pelvic pain ("pain / lower pelvic pain it is worse when lying on side to sleep or when exercising and will get sharp pain the lower pelvic areas and it pinches often"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), contusion ("rashes or skin conditions type: bruising abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"), abdominal pain upper ("upper right abdomen pain"), uterine enlargement ("other injury(ies) or complication (s) please describe: uterus enlarged"), anxiety ("anxiety"), anaemia ("anemia"), iron deficiency anaemia ("chronic blood loss anemia"), seborrhoea ("seborrhea"), dermatitis ("dermatitis"), pruritus ("itchyness"), adenomyosis ("adenomyomatosis") and urinary incontinence ("leakage") and was found to have leiomyoma ("tumor / teratoma / cancer type: myoma"), weight increased ("weight gain"), benign neoplasm ("other injury(ies) or complication (s) please describe: adenomyomatosis") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hydrothermal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, contusion, dyspareunia, leiomyoma, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, ovarian cyst, benign neoplasm, abdominal pain upper, uterine enlargement, anxiety, anaemia, vitamin d decreased, menopause, loss of libido, uterine leiomyoma, iron deficiency anaemia, seborrhoea, dermatitis, pruritus, adenomyosis and urinary incontinence outcome was unknown. The reporter considered abdominal pain upper, adenomyosis, anaemia, anxiety, benign neoplasm, contusion, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, leiomyoma, loss of libido, menopause, menorrhagia, ovarian cyst, pelvic pain, pruritus, seborrhoea, urinary incontinence, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as mentioned previously 2011. Current weight 160 lbs. Essure rings were advanced into the tubal ostia bilaterally and deployed. Hysterosalpingogram (hsg) done post essure insertion showed total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, cramping, pain, abnormal heavy bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: events: anemia, low vitamin d, perimenopause, zero libido, fibroid, chronic anemia, dermatitis, seborrhea, itchiness, adenomyomatosis, leakage were added. Event onset date and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion for sterilization with hydrothermal ablation to address". The patient's medical history included bunionectomy. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included nephrolithiasis, chronic anemia, migraine and body mass index normal. Concomitant products included iron from 2011 to 2012 for hormonal imbalance as well as levoglutamide (glutamin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: had to start hormone replacement therapy"). In 2012, the patient experienced pelvic pain ("pain / lower pelvic pain it is worse when lying on side to sleep or when exercising and will get sharp pain the lower pelvic areas and it pinches often"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), contusion ("rashes or skin conditions type: bruising abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"), abdominal pain upper ("upper right abdomen pain") and uterine enlargement ("other injury(ies) or complication (s) please describe: uterus enlarged") and was found to have leiomyoma ("tumor / teratoma / cancer type: myoma"), weight increased ("weight gain") and benign neoplasm ("other injury(ies) or complication (s) please describe: adenomyomatosis"). The patient was treated with surgery (hydrothermal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, contusion, dyspareunia, leiomyoma, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, ovarian cyst, benign neoplasm, abdominal pain upper and uterine enlargement outcome was unknown. The reporter considered abdominal pain upper, benign neoplasm, contusion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, leiomyoma, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as mentioned previously 2011. Current weight (B)(6) lbs. Essure rings were advanced into the tubal ostia bilaterally and deployed. Hysterosalpingogram (hsg) done post essure insertion showed total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, cramping, pain, abnormal heavy bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received: case become incident. Lot number was added. Previously reported event injury was updated to abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: had to start hormone replacement therapy, apareunia, bruising abdomen, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), myoma, pain, vaginal discharge, fatigue, weight gain, gerd, ovarian cyst, adenomyomatosis, uterus enlarged, abdomen pain, medical device monitoring error were added. New reporters were added. Medical history were added. New lab data was added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.